Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system being used for a spinal fusion procedure. The caller reported that during a lumbar stab different instruments were not systematically recognized. The caller felt that the camera or computer may be defective and as a result the camera was replaced with a loaner. The resulting delay in surgery was less than one hour and there was no impact to patient outcome.

Manufacturer narrative:
The system control unit was returned to the manufacturer for analysis. The system control unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The camera was returned to the manufacturer for analysis. Analysis found that there were firmware compatibility issues. Analysis found that the reported event was related to a electrical issue. The external camera cable was returned to the manufacturer for analysis. The external camera cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: coding updated to reflect correct codes. A medtronic representative went to the site to test the equipment. The camera, system control unit, pcoip computer, camera cable, and solid state hard drive were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.